Event description:
It was reported the patient was experiencing ineffective therapy after several falls. A lead diagnostic revealed high impedances across one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has high impedances.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000094568.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 where it was revealed the left lead had fractured. As a result, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.